Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Update 8 march, 2018: rep replied and stated "this patient appeared to have a periprosthetic fracture of the femur. Accolade 2 stem was explanted and a restoration modular conical stem and cone proximal body were put in along with a 36 mm biolox head."